Event description:
It was reported that the cgm just quit working, unable to get error message. The patient was reportedly unable to get an error message on the mobile device. The episode occurred the day after the sensor had been inserted in the arm. On 08/01/2024, it was reported that on 07/28/2024, the patient mentioned that he ended up in the hospital. The patient could not recall details of the issue and technical support was unable to get further details. Attempts to follow up with the patient for more details about the episode were not successful. There was no documentation of further medical evaluation or intervention. No other details were documented. Data investigation could not confirm the wearable stopped working. The probable cause could not be determined as the reported allegation was not found. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.